Event description:
It was reported that when the stimulation was turned on, every now and then, if the patient stretched their arm or leaned forward or to the side, the implantable neurostimulator decreased in intensity but would start back up in 5 to 10 minutes. It was noted that when the patient was walking, he would lose it sometimes but found out that he needed to set the walking setting when he was actually walking. It was noted that this began in the last couple weeks. It was noted that there was no known accident or incident related to the event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).